Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of "seroma-late", "capsular contracture" and "lymphadenopathy" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event and availability of device return has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, capsular contracture baker grade unknown, and lymphadenopathy.

Event description:
Patient reported left side pain, ¿small amount of left peri-implant fluid¿ and ¿axillary lymph nodes on the left with slightly increased dimensions¿ through diagnostic test results. Healthcare professional reported left side pain and capsular contracture (grade unknown). Device remains implanted.